Manufacturer narrative:
The manufacturer became aware that a user of the dreamstation alleging black particles from device. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Event description:
The manufacturer became aware that a user of the dreamstation alleging black particles from device. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The humidifier was used in tandem with a dreamstation device (rep, dreamstation humidifier kit sn (B)(6)). H3 other text : device not returned to manufacturer.